Manufacturer narrative:
The preliminary evaluated risk based on the current information is severity = 2 (moderate injury); probability = b (improbable); risk range ii - (acceptable, risk reduced as far as possible and appropriate). Risk control measures are in place.

Event description:
In this event, user reports that they observed the charger igniting from the charger's receptacle and catching fire. Based on provided images of the device, the charger and the cable are melted around the receptacle area and the plug of the cable. There is no medical intervention reported and no reports of property damage.